Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced a gram positive infection coincident with peritoneal dialysis (pd) therapy. The nature and cause of the infection was not reported. Treatment and outcome was not reported. Additional information was requested, but is not available.